Event description:
It was reported that the patient originally just had one system on the right side that provided adequate gait improvement. Then in (B)(6) 2015 a second system was implanted on the left side. At the stage 2 procedure for the second system the patient encountered abrupt issues with his gait and walking; this was considered a loss of benefit. His family noticed an out of regulation (oor) condition with the patient programmer on the right implantable neurostimulator (ins) the day after stage 2 implant of the left side. The patient stated that he had not been the same since (B)(6) 2015, although the oor was gone. The impedance values were all normal on the right ins on the day of the report and the patient was programmed off of electrode #1. He was reprogrammed and the effectiveness was unknown as of yet. No patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the component involved was the implantable neurostimulator (ins). Reprogramming was done. The patient was seen on (B)(6) 2015 for evaluation of the left side thresholds. Following stage 2 procedure on the left the patient had abrupt worsening gait. It was noted that with the right side the patient had gait improvement. When the right device was checked they had received an oor warning, "the delivered amplitude maybe lower than the selected amplitude for one or more programs. Check electrode impedance, check program(s) and reduce number of active electrodes. Check program(s) and decrease amplitude." The patient had been doing well up until 2 nights prior to the appointment when his walking was not doing well. On the day prior to the date of the appointment the patient's walking had abruptly gotten worse so the device was checked which was when they received the oor warning. Patient's physical examination indicated general appearance was normal, the patient was alert, oriented and thought content was appropriate. A general therapeutic impedance check was done and there were no out of range values. There was an abrupt loss of benefit. The patient was being stimulated off one contact, impedances were normal but there was a possible intermittent issue so they were going to program to the 2 and 3 contacts. A new setting was reprogrammed to not involve the electrode. The oor message on the right device was either due to a defective device or due to an intermittent short circuit on the system, interrogation of the device was negative for any problems with the lead. This was going to be further investigated. The decision to use contact 2 and 3 was based off best clinical response in regards to the patient's bradykinesia which had responded best on contact 2 and resting tremor which responded best to stimulation of contact 3. Following the stage 1 surgery the patient had noted a honeymoon period that had lasted 1 week with improvement in his walking and off time, no side effects. Following stage2 the patient had not noted much difference; his walking might have gotten a little bit better. The cause of the event was not determined and it was unknown if it was device related. Patient outcome was unknown; they were awaiting follow up appointment which was set for (B)(6) 2015.

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# va0g100, implanted: (B)(6) 2014, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot# va0l5dp, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID; 3387s-40, lot# va0l5dp, implanted: (B)(6) 2015, product type: lead. (B)(4).